Event description:
The customer reported to olympus, that during routine testing, the endoscope tested positive for microbial contamination. The biopsy/operating channel, air/water channel, suction channel, and auxiliary channel, were sampled, and over 100 colony forming units (cfu) of pseudomonas aeruginosa and escherichia coli, were detected in the suction channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then returned to an olympus service center for evaluation. During inspection and testing, service observed the following: the light guide lens was cracked. The charge coupled device (ccd) cover lens was chipped, and the ccd cover lens glue had a pin hole. The distal end was deformed. The bending section cover (a-rubber) glue was worn out and peeling off. The connecting tube was snaky. The scope body was damaged. Key top #1 had a scratch. The ceiling plate was deformed. The k-pipe [elevator wire] was stretched. Annual inspection of the forceps elevator found no malfunctions. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel is flushed. No detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port, the distal end/areas around the elevator, with an albyn medical double brush and aniosyme x3 detergent. The scopes are then cleaned in a getinge poka-yoke automated endoscope reprocessor (aer), using poka-yoke dlc detergent, and aperlan a and b disinfectant. Their storage practice is vertical suspension in a hysis non-drying storage cabinet (non-olympus). Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.